Manufacturer narrative:
(B)(4). The supplier of the ups was contacted. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Review of the safety memo and product evaluation indicates the architect i2000 is certified to the appropriate (B)(4) safety standards that apply to electrical equipment for measurement, control, and laboratory use. The objective of the safety standards as related to fire "is to ensure that the design and methods of construction provide adequate protection for the operator and the surrounding areas against spread of fire from the equipment". There shall be no spread of fire outside the equipment in normal conditions or in single fault conditions. Abbott's equipment in most cases provides redundant protection against fire. Quality metrics were reviewed and no adverse trends were identified in conjunction with a ups emitting flames. Architect system labeling was reviewed. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. The evaluation performed, which included review of the complaint text, a complaint search, labeling review, and a product safety analysis of the architect system, did not identify a systemic issue with the architect system.

Event description:
The customer stated that one of the universal power supplies (ups) connected to two of the accounts architect analyzers (c1600 and i2000) had visible flames coming from the back of the unit. The laboratory employee on duty at the time attempted to put out the fire, but was unable to do so and called the fire brigade. The fire brigade removed the ups unit from the laboratory and put out the fire. The customer stated that no other equipment was damaged and there were no injuries.